Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobular tissue wedge resection on thoracoscopic wedge surgery, the stapler was able to fire, but the jaws could not be opened during the fourth firing. There was also a poor staple line formation. They replaced the device to complete the case. There was no patient injury.